Event description:
A journal article was reviewed that contained information regarding this device. The patient with a history of diabetes presented to the emergency room due to "frequent implantable cardiac defibrillator (ICD) shocks" and worsening shortness of breath. Chest x-ray showed normal position of the leads. The patient was admitted and treated with insulin to control the diabetes. ICD interrogation of the device showed t-wave oversensing (twos). The physician worked with the patient's diabetes medications and another interrogation of the device was done, and no twos was seen. After a two-month follow up period, the patient's blood glucose was well controlled and no further shocks and twos were seen. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "hyperglycemia-induced t-wave oversensing as a cause of cardiac resynchronization therapy (crt) failure." J. Tehran. Uni. Heart. Cent. May 2 2012;7(1):30-32.